Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿blue threaded part¿ (dark blue female connector) of the transfer set ¿came out¿ when the caregiver (cg) tried to disconnect the home patient (hp) from an automated peritoneal dialysis (pd) therapy session. This was further described by the hp as ¿the blue thread part broke off¿. No leak was observed. Renal therapy services advised the cg to clamp off the pd catheter and to contact the patient¿s registered nurse. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.